Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom system error 105, caused by a partially dislodged connector on the input/output printed circuit board (I/o pcb). The I/o pcb was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no pt involvement.